Event description:
It was reported that premature battery depletion was observed. A sudden drop in battery voltage was noted and no therapies were associated with this drop. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.